Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), following the implant of the valve, a complete atrioventricular block (cavb) occurred. Additional information was received that the cavb resolved a few days after the patient returned to the ward. Additional information was received that approximately 1 month following the tavr, the patient was re-hospitalized due to arrhythmia and sudden cardiac death occurred.

Manufacturer narrative:
Updated data: b2, b5, h1. The original information indicated the event was a serious injury. Additional information indicates that the patient died. The event is now a reportable death. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), following the implant of the valve, a complete atrioventricular block (cavb) occurred. Additional information was received that the cavb resolved a few days after the patient returned to the ward.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), following the implant of the valve, a complete atrioventricular block (cavb) occurred.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012687648); product type: 0195-heart valves; implant date: na; explant date: na product ID l-evolutfx-2329 (lot: 0012544082); product type: 0195-heart valves; implant date: na ; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.